Event description:
Pt had frequent need for suctioning due to copious secretions. Rt attached closed suction system with t-piece to trach for ease of suctioning and pt comfort. Pt also had high flow oxygen to other side of t-piece. After suction system attached, pt experienced respiratory distress. Respiratory therapist (rt) at bedside was called with request to attend to an emergent pt in ed. Rt supervisor came to this pt's room to assist. Upon arrival to this pt's room, rt supervisor noted pt in severe respiratory distress. Supervisor noted air movement around trach and suspected cuff leak. Rt injected 2 cc air into trach cuff in effort to secure seal. Rt noted large amount of subcutaneous air. Closed suction system with t-piece removed and large amount of air exhausted from trach. Suspected pneumothorax. Attempted to ventilate pt with bag-valve. Unable to move air into trach. Unable to find pulse. No CPR initiated and discontinued efforts to ventilate because pt was dnr. Supervising rt removed dirty equipment from room. While taking dirty equipment for disposal, rt noted suction device still had the end cap in place on t-piece. Alternate end of t-piece had high flow oxygen. Suspected pt unable to exhale adequately. Suspected pneumothorax.